Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68) and a non-penumbra sheath. During the procedure, the physician experienced resistance while advancing the ace68 through the sheath. Subsequently, the physician kinked and broke the ace68 on the proximal end, five centimeters from the hub. Therefore, the ace68 was removed. The procedure was completed using a new ace68 and the same non-penumbra sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned ace68 confirmed a fracture on the proximal shaft. If the device is manipulated at extreme angles during advancement against resistance, damage such as a kink and subsequent fracture may occur. The unraveled coil winds likely occurred during removal of the device from the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder